Manufacturer narrative:
Section a4: patient weight was requested but not provided. Section b5: voluntary medwatch # (B)(4). Manufacturer¿s investigation conclusion: the reported event of a dim green pump indicator was not confirmed. The system controller (serial number (B)(6)) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. Available information indicates that the controller was exchanged to resolve the issue. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that this event was from voluntary medwatch form that the patient came to clinic with complaints of two batteries given in 2023 not holding charge and their primary system controller having a dimly lit running arrow making the running light hard to read. The mobile power unit (mpu) was also providing an audible beeping when attached to power and not functioning as expected. They also reported a loss of integrity to the modular cable. A registered nurse provided a new primary system controller, a new modular able, new batteries, and a new mpu.